Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 a 3.25x28mm xience alpine and a 3.50x08mm xience sierra stent were implanted. On (B)(6) 2018 the patient was re-admitted with st elevated myocardial infarction (stemi). Percutaneous transluminal coronary angioplasty (ptca) was performed; however, the final patient outcome is unknown. No additional information was provided.